Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the device in question had no visible rust and the conducting cylinder had a small fleck of rust that could be removed. This rust residue accumulated after the cleaning and sterilization process. The degree to which they are rust-resistant is only applicable if the material is always immediately dried and stored in a dry area. No product errors could be established. A review of the device history record revealed that the device was manufactured within accordance to its specifications.

Event description:
It was reported that the device contained rust. This is report 1 of 1 for (B)(4).